Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted during testing. However, the device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The device had cracked case at display window corners, minor scratched lcd window, and broken reservoir tube lip.

Event description:
It was reported that the customer had normal blood glucose levels of 80 mg/dl. The customer reported a motor error from the insulin pump during prime. The customer also received a low reservoir alert prior to the motor error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.